Event description:
It was reported that the 3.0 locking screw backed out of the anchorage plate. Doctor removed the two screws and left the plate without them.

Manufacturer narrative:
Device not returned. If additional information is received it will be reported on a supplemental report.(B)(4): device not returned.